Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately erratic readings; however no specific data was provided. The patient did not experience any symptoms and denied seeking medical attention. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.